Manufacturer narrative:
H11: correction: b1 and h1 were updated to report type malfunction.

Manufacturer narrative:
H11: b1 and h1 were updated to report type adverse event.

Event description:
It was reported that during demo first pin on the tibia was placed with the quick connect but without the tissue protector. Put the tissue protector on the first pin up to the tibia bone and then drilled the second bone pin in. The tip of the bone pin snapped off and the second bone pin became stuck in the tissue protector. No patient injuries reported.